Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+2.0/089 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The reporter indicated there was trace corneal edema post-op. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk . D6b: na. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
At the last visit on (B)(6) 2023, the sle was all normal. Claim # (B)(4).